Event description:
It was reported to philips that the geometry movements were partially unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing coronary angiographies procedure. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) checked the system remotely and confirmed that the geometry movements were partially unavailable. Upon troubleshooting, the rse checked the system logfiles remotely and found problems with the controller responsible for the 3spc arm movement - rotation in the z1 axis and system recorded an incorrect feedback signal regarding the brakes and the amplifier status regarding the arm rotation in the z1 axis and requested onsite support. The philips field service engineer (fse) checked the system onsite and found the issue with 3amc controller. To resolve the issue, the fse replaced the 3amc drive controller, loaded software and performed calibrations. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If geometry movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A geometry movement error which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.